Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: 3(B)(4) - surgical intervention, (B)(4). It was reported that the patient experienced infection and abdominal pain following the procedure .it was reported that the patient has undergone removal of mesh on 2(B)(4) 2012. No additional information was provided.